Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that the patient had two trials and both times the lead came loose. The basic evaluation lead came loose. Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.